Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and pelvic pain ('pelvic pain/chronic pain in pelvic area') in an adult female patient who had essure (ess205) (batch no. 424527) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("sore muscles"), vulvovaginal mycotic infection ("reoccurring yeast infection"), ovarian disorder ("ovarian major"), rash ("rash when scratching"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue") and back pain ("lower back pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy uterus removed both tube and ovaries and robotic assisted total laparoscopic hysterectomy bilateral salpingectomy with cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, arthralgia, myalgia, vulvovaginal mycotic infection, ovarian disorder, rash, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered arthralgia, back pain, dyspareunia, fatigue, myalgia, ovarian disorder, pelvic pain, rash, uterine perforation and vulvovaginal mycotic infection to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 16-apr-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Events ¿pelvic pain, vulvovaginal mycotic infection, fatigue, ovarian disorder, dyspareunia, uterine perforation , rash, and back pain were added. Patient demographics, essure model number was updated (previously reported s ess#305), essure insertion/removal date, essure lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and pelvic pain ('pelvic pain/chronic pain in pelvic area') in an adult female patient who had essure (ess205) (batch no. 424527-not valid) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("sore muscles"), vulvovaginal mycotic infection ("reoccurring yeast infection"), ovarian disorder ("ovarian major"), rash ("rash when scratching"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue") and back pain ("lower back pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy uterus removed both tube and ovaries and robotic assisted total laparoscopic hysterectomy bilateral salpingectomy with cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, arthralgia, myalgia, vulvovaginal mycotic infection, ovarian disorder, rash, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered arthralgia, back pain, dyspareunia, fatigue, myalgia, ovarian disorder, pelvic pain, rash, uterine perforation and vulvovaginal mycotic infection to be related to essure (ess205). Lot number ( 424527 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and pelvic pain ('pelvic pain/chronic pain in pelvic area') in an adult female patient who had essure (ess205) (batch no. 424527-not valid) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), myalgia ("sore muscles"), vulvovaginal mycotic infection ("reoccurring yeast infection"), ovarian disorder ("ovarian major"), rash ("rash when scratching"), dyspareunia ("dyspareunia"), fatigue ("chronic fatigue") and back pain ("lower back pain"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy uterus removed both tube and ovaries and robotic assisted total laparoscopic hysterectomy bilateral salpingectomy with cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, arthralgia, myalgia, vulvovaginal mycotic infection, ovarian disorder, rash, dyspareunia, fatigue and back pain outcome was unknown. The reporter considered arthralgia, back pain, dyspareunia, fatigue, myalgia, ovarian disorder, pelvic pain, rash, uterine perforation and vulvovaginal mycotic infection to be related to essure (ess205). Lot number ( 424527 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: ¿pqs: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.